Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic assisted laparoscopic prostatectomy, when the device was being applied to the prostate, the reload did not fire completely to the distal tip/end of the reload. The staple line was oversewn to be fixed.